Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory notifier for non-sustained right ventricular oversensing. Review of the stored electrograms revealed the implantable cardioverter defibrillator exhibited undersensing. Programming changes were discussed. No intervention was reported.